Manufacturer narrative:
H3 other text : device not evaluation.

Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed a test step during testing. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.